Manufacturer narrative:
The device and CPR stat-padz were returned to zoll medical corporation for evaluation. The customer's report was verified and attributed to a lack of patient preparation. The returned CPR stat-padz were evaluated and found hair covering the edge of the foam on the sternum electrode as well as the CPR puck, indicating the patient was not prepped as expected. Additionally, the logs from the event date were reviewed and showed a large difference between the measured impedances which is evidence of poor coupling between the patient and the electrodes being used. The instructions for use (IFU) for the CPR stat-padz electrodes (aw-r2025-07 rev l) provides steps for skin preparation and electrode application/placement. The IFU also includes warnings that excessive hair, poor adherence, air under the electrodes, and damage or folding in the electrode packaging can lead to the possibility of arcing and skin burns. The device passed all functional testing and was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), an arc was seen from the attached electrode pads. After removing the pads, a burn was seen on the left side of the patient. Complainant indicated that the patient sustained a burn. This is all the information available at this time.